Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys troponin t stat assay (troponin t stat) and 4 patients tested for elecsys tsh assay (tsh) on the cobas 6000 e 601 module. The erroneous tsh results were reported outside of the laboratory and corrected reports were issued after the repeat tests were performed. Patient 1 initial troponin t stat result was 0.01 ng/ml with a data flag. This result was not reported outside of the laboratory. The sample was repeated and the result was 0.21 ng/ml. The customer repeated the sample on a different e601 module and the result was 0.20 ng/ml. Patient 2 initial tsh result was 0.62 uiu/ml. The repeat result was 1.77 uiu/ml. Patient 3 initial tsh result was 0.54 uiu/ml. The repeat result was 1.71 uiu/ml. Patient 4 initial tsh result was 0.74 uiu/ml. The repeat result was 1.74 uiu/ml. Patient 5 initial tsh result was 0.23 uiu/ml. The repeat result was 0.59 uiu/ml. No adverse event occurred. The troponin t stat reagent lot number was 176443 and the tsh reagent lot number was 166369. The expiration dates were not provided. The field service engineer (fse) visited the customer site and identified bubbles in the procell and/or cleancell reservoirs caused by defective valves associated with the procell reservoir. These valves were replaced and proper functioning valves were verified. The investigation stated the discrepant results could have been caused by the defective valves.